Event description:
The dragonfly optis catheter broke at the tip while inside the patient. When the device was removed, the tip was also removed. No other tools were used. Another dragonfly optis catheter was used to complete the procedure. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of the ¿tip allegedly felt broken¿ could not be confirmed. There was no evidence of damage at the distal tip of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however no damage was seen on the distal tip of the catheter.

Event description:
The dragonfly optis catheter tip allegedly felt broken while used inside the patient so the device was discontinued. Another dragonfly optis catheter was used to complete the procedure. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.